Event description:
It was reported that there is visible crack line on aseptic battery housing lid. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ singapore. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The manufacturing date has been corrected. No DHR review could be performed as it was not found. The device was 37 months old and is not out of box failure. Upon receipt, the contacts were corroded (cx) and the lid and housing release button were broken. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.